Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd883082, gd881565, and gd881425 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis and non-cancerous tumors from colon in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date, the patient experienced non-cancerous tumors from colon. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. On (B)(6) 2011, the patient had surgery to remove the non-cancerous tumors from colon. On an unreported date, the patient had his pd catheter removed and dianeal therapy was withdrawn. At the time of this report, the patient was still in the hospital and was recovering. Upon a follow-up call, the nurse reported the following. On an unreported date, the patient went to the hospital about his catheter, had his catheter removed (reason unknown), and dianeal therapy was withdrawn. The hospitalization and outcome of the events were unknown. Concomitant medications were not reported. The nurse reported that the catheter removal was unrelated to dianeal therapy, and did not comment on or provide causality for the events of non-cancerous tumors from colon and peritonitis reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.